Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode shows small burn mark, no physical damage to electrode. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded these were repeated issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, external to the patient, when almost finishing the case, the ambient super turbovac wand was suddenly activated although the footswitch and the button of the handle were not pressed. When the wand was activated, the activating sound beeped and an alarm rang at the same time. Surgical drape was burned at the site of contact with the electrode. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.